Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received 1 drainage bag with an inlet tube, sample port connector and syringe. No foreign material was found with returned sample however as original packaging was not returned the reported event is inconclusive. DHR review did not show any problems or conditions that would have contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two recent events occurred with bard catheters at facility. First one stated that unsterile packaging. A long black hair was found wrapped around sterile dressing in the package. Tray discarded and new foley tray opened. Did not reach patient. Second one stated that foley balloon not deflated completely during removal.

Event description:
It was reported that two recent events occurred with bard catheters at facility. First one stated that unsterile packaging. A long black hair was found wrapped around sterile dressing in the package. Tray discarded and new foley tray opened. Did not reach patient. Second one stated that foley balloon not deflated completely during removal.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two recent events occurred with bard catheters at facility. First one stated that unsterile packaging. A long black hair was found wrapped around sterile dressing in the package. Tray discarded and new foley tray opened. Did not reach patient. Second one stated that foley balloon not deflated completely during removal.